Manufacturer narrative:
Upon further review, it was determined that eval (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that upon opening a lead during an implant procedure, they felt the lead was faulty. The 0 contact would not fit into the cannula indicating that it was loose or malformed. The lead was not used and a new lead was opened and used. There were no symptoms reported.

Manufacturer narrative:
The distal end of the implantable lead was bent in addition to bending in multiple locations along the stylet wire. There was also insufficient adhesion between the inner and outer tubing between the electrodes. The #3 conductor was broken at the electrode weld site. The functional test rested in the following: circuit #0 - 41.1 ohms circuit #1 - 41.3 ohms circuit #2 - 41.2 ohms circuit #3 - open the #1 and #3 circuits were shorted while the #3 conductor was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.